Event description:
A caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step earlier in the day. There was no adverse impact to the customer's blood glucose level. The issue was resolved independently by the customer, who changed the infusion set and cartridge, allowing insulin delivery to resume successfully.